Event description:
A falsely elevated troponin I result of 6.05 ng/ml was obtained on a patient sample. The result was reported to the physician. The sample was retested and a result of <0.1 ng/ml was obtained. The patient was administered integrilin. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a misaligned r2 probe.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a misaligned r2 probe. A siemens healthcare diagnostics inc field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.